Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Section d: the serial number and UDI number are unavailable. Section h: device manufacture date is unknown. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device cubie was not opening up and computer was frozen on reboot. The technical support specialist disables the universal serial bus sleep settings and found the cubie defective and instructed to replace the cubie to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the cubie was not opening when the user was trying to issue medication. The computer was frozen on reboot. This issue represents a delay dispensing medication. No report of patient harm or injury.